Event description:
Blood was observed on the surface of the coulter 6c cell control vial during incoming inspection at the beckman coulter inc. (Bci) warehouse. Ppe was in effect, including gloves and protective outwear. There was no exposure to open wounds or mucous membranes. There was no injury reported and medical attention was not required.

Manufacturer narrative:
No other information is available for this event.